Manufacturer narrative:
The customer returned an empty lens box only. No lens was received; therefore, an investigation could not be performed and the customer's reported event could not be confirmed. A review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. A search on complaints was performed and revealed that no other complaints for this production order number have been received. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that when implanting a (B)(4) 19.5 diopter intraocular lens (iol), a posterior capsule tear was reported. No further information was provided.